Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2022. On (B)(6) 2022, leakage was found near the oversleeve. There was no reported patient injury.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6), 2022. On (B)(6) 2022, leakage was found near the oversleeve. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were observed throughout the sample. The catheter was received overlaying the metal cannula of the proximal connector segment. The distal catheter segment was not returned for evaluation. The catheter appeared bunched on the cannula. A small split was observed in the catheter shaft at the distal end of the metal cannula. Microscopic inspection of the split site revealed sharpy defined fracture edges. The fracture surfaces appeared granular. Material buckling was observed in the vicinity of the split. Tactile inspection of the sample revealed tensile weakness and material discoloration in the vicinity of the split. The fracture features, location and tensile weakness were consistent with damage caused by the catheter being pulled or pressed against the tip of the connector cannula. Such damage can occur if the catheter is advanced too far onto the cannula during connector assembly, as further suggested by the observed catheter bunching. H3 other text : evaluation findings are in section h.11.